Event description:
It was reported by the customer that a pyxis medstation es system had a station was offline. The customer reported that there was a burning smell coming from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was offline. A field service engineer was unable to find problem on station, no issue found. The system functioned as intended after the field service engineer verified the device.